Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 06-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml lioresal at 2246 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient was seen for a suspected cerebrospinal fluid (csf) leak at the catheter insertion site. The spinal incision was opened and a seroma was drained. The anchor sutures appeared to have pulled out and had moved away from the fascia approximately 1 cm. The surgeon did a fascia closing procedure to eliminate the leak. The catheter was tested for patency via the catheter access port and the incision was closed. No changes were made to the catheter. The issue was resolved and the patient's status was "alive - no injury". No further issues were reported or anticipated.